Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis - the mlx 300w xenon lightsource was received in used condition. Evaluation could not duplicate any issues with the 00mlx unit producing a burning smell. The power supply unit (psu) would not ignite the lamp and the left-side panel was cracked. As a result, the psu, lamp wires and left-side panel were replaced. Evaluation and function tests were performed and the unit passed all tests. Root cause analysis - the reported complaint could not be confirmed. The issue of this 00mlx unit producing a burning smell could be due to improper cleaning of the ports on the unit. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) has produced a "burnt" smell multiple times during cases. No patient injury, death or surgical delay has been reported.